Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a syncopal event and was admitted to the facility. Upon device interrogation, the right ventricular (rv) lead exhibited intermittent capture. During follow-up with the patient's physician, it was noted that thresholds were normal. The lead remains in use. No further patient complications have been reported as a result of this event.